Event description:
It has been reported that the catheter was placed into a female pt's epidural space in l and d and used without issue. During removal, the catheter did not stretch and spring back to original length like normal. Instead it immediately elongated and stayed stretched. A small portion of the internal wire became exposed where the catheter was elongated. They left the catheter rest and removed it a few minutes later intact. There was no delay in treatment, no pt death, and no pt complications were reported. There was no negative impact to the pt. The clinician noted the catheter was packaged in a bag versus an advancer tube.

Manufacturer narrative:
(B)(4). Sample will not be returned - discarded.